Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection confirms that the anchor is fractured. The inner shaft that pushes the anchor out is also bent. There is some biological material present below the anchor. The knob rotates in both directions but only moves the anchor a small distance. Item and lot numbers are not confirmed as they are not etched on the part. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant broke when going to implant. No harm reported. Attempts have been made and additional information on the reported event is unavailable at this time.